Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope coating of the image guide peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the defective event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause could not be determined. It was confirmed that instructions for the tracheal intubation fiberscope lf-tp/dp/gp chapter 3, ¿preparation and inspection¿ section 3.2, ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.